Event description:
It was reported that the attempted right atrial (ra) lead was difficult to position during implant because the helix would not extend smoothly. As a result, the lead was removed and the patient was implanted with another ra lead. No patient complications have been reported as a result of this event.